Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and unconsciousness.

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2017, the patient experienced a hypoglycemic event. The patient became unconscious in the middle of the street near her residence during their 2 hour warm up. Passerby's called the paramedics. The paramedics arrived and found the patient passed out with a blood glucose (bg) reading of 30 mg/dl. The paramedics monitored the patient in the ambulance and gave the patient orange juice and milk. The paramedics brought the patient back to the patient's apartment. The patient reported that they took insulin after the paramedics dropped them off at home. The patient reported that they did not receive a low alert from the continuous glucose monitor due to the incident happening while they were in their 2 hour warm up period. At the time of contact, the patient had a bg reading of 230 mg/dl and was in stable condition. No additional event or patient information is available.